Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture iii-IV.

Event description:
Healthcare professional reported "cap con" iii-IV and rupture of the left device. The device was explanted and discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported "cap con" iii-IV and rupture of the left device. The device was explanted and discarded.